Event description:
It was reported an issue with monosyn suture. The client reported that when opened the package, the needle and thread inside separated.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample with the needle detached from the thread. Thread is not wound on the pack. Checking the detached needle under microscope vision we have noticed that the thread is broken near the needle attachment zone. And checking the thread ends under microscope vision we have noticed that it has been damaged by some kind of surgical instrument as can be seen on enclosed pictures. Furthermore, there are rests of blood in the thread surface. The thread has been damaged during handling of the suture (as can be seen in the picture enclosed) and the needle detachment from the thread is caused by this wrong handling. As stated in the instructions for use of the product: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is a wrong positioning of the needle holder/surgical instrument when grasping the needle. The needle has been damaged during handling of the suture and the needle detachment from the thread is caused by this wrong handling. Final conclusion: despite receiving a defective sample, it has been confirmed that the defect was caused by wrong handling of the suture by the user. Nevertheless, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the sample received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.